Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a Fresenius Field Service Technician (FST). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The reported event has been confirmed.

Event description:
A Fresenius Field Service Technician (FST) reported that during annual preventative maintenance a 2008K2 Hemodialysis (HD) Machine's NTC2 and NTC3 wire sheath was melted. The FST replaced the NTC2 and NTC3 to resolve the issue. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 11,852 hours and the NTC2 and NTC3 were the original Fresenius parts on the machine. During follow up, the biomedical technician (BMT) reported that there was no charring, blackening, burning smell, smoke, spark, flame, or arcing observed. The BMT reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. Machine functional tests were completed and passed onsite after repair. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A FRESENIUS FIELD SERVICE TECHNICIAN (FST) REPORTED THAT DURING ANNUAL PREVENTATIVE MAINTENANCE A 2008K2 HEMODIALYSIS (HD) MACHINE'S NTC2 AND NTC3 WIRE SHEATH WAS MELTED. THE FST REPLACED THE NTC2 AND NTC3 TO RESOLVE THE ISSUE. A PATIENT WAS NOT CONNECTED TO THE MACHINE AT THE TIME OF THE INCIDENT AND THERE WAS NO HARM TO ANY PATIENTS OR INDIVIDUALS BECAUSE OF THIS MALFUNCTION. THE MACHINE HAS 11,852 HOURS AND THE NTC2 AND NTC3 WERE THE ORIGINAL FRESENIUS PARTS ON THE MACHINE. DURING FOLLOW UP, THE BIOMEDICAL TECHNICIAN (BMT) REPORTED THAT THERE WAS NO CHARRING, BLACKENING, BURNING SMELL, SMOKE, SPARK, FLAME, OR ARCING OBSERVED. THE BMT REPORTED THAT THE MACHINE HAS NOT HAD ANY PAST PROBLEMS WITH FAILING THE ELECTRICAL LEAKAGE TEST AND THAT THERE WAS NO DAMAGE OBSERVED ON ANY OTHER COMPONENTS. MACHINE FUNCTIONAL TESTS WERE COMPLETED AND PASSED ONSITE AFTER REPAIR. THE COMPLAINT DEVICE IS NOT AVAILABLE TO BE RETURNED TO THE MANUFACTURER FOR EVALUATION.